Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 28-dec-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 28-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection in the pocket that possibly tracked up to the extensions. The hcp reported skin redness at the pocket site and pus in the pocket. The patient was given medication, the n the site was drained and the device was explanted and will be replaced in the future by a medtronic product. The issue was resolved. No further complications were reported.